Event description:
The device was used during a laparoscopically assisted vaginal hysterectomy with bilateral salpingo-oophorectomy. Reportedly, the needle broke and a portion disengaged intra-abdominally. The hosp has reported that half of the needle may be in the pt's cavity.